Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 317 mg/dl. The normal control range was 110-151 mg/dl. No adverse events were alleged. The advocate used the last of the customer's test strips while troubleshooting, so no product will be returned. A replacement meter was sent to the customer.